Event description:
The weak connection between the controller and mpu white power leads was confirmed, the patient reportedly did not make a good connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2021 per timestamp). Intermittent atypical low voltage advisory alarms were active on (B)(6) 2021 from 20:35:09 ¿ 22:53:44. These alarms only occurred on the white power cable and while connected to the mobile power unit. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Additional information provided on 09sep2021 stated that the patient did not make a good connection between the system controller and mobile power unit (mpu), and that devices would not be returned to abbott for evaluation. The root cause for the low voltage alarms was due an issue with making a proper connection between the mpu and system controller; however, a root cause for the assemble/disassemble issue was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 19feb2018. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage advisories on (B)(6) 2021. The patient said this occurred on (B)(6) 2021 when connected to the mobile power unit (mpu). This was likely an issue with the patient's outlet since there were no issues when connected to mpu in the clinic. The log file captured low flow events on (B)(6) 2021 when the pulsatility index (pi) was elevated. The low power advisories on (B)(6) 2021 appeared to be a weak connection between the controller white lead and the mpu white lead.